Event description:
It was reported that the device had an error code "1660" and clock battery. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested. The reported problem was duplicated. The most probable cause was defective microprocessor unit board and clock battery. These were replaced and passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. B3: date of event: unknown. No information has been provided to date.